Event description:
It was reported that insulin gauge on pump displayed an amount different than expected and caller was currently experiencing a static fill estimate of 160 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support educated caller that this could occur due to large variance in measured pressures used to estimate insulin remaining and explained that once actual insulin amount matched static display, fill estimate would resume counting down normally, and caller understood and acknowledged the explanation.